Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the biorci implant got broken while deployment, implant was removed from the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Event description:
It was reported that during an arthroscopy, the biorci implant broke while deployment. The broken pieces were retrieved from the patient with a grasper arthroscopy instrument. The procedure was completed without significant surgical delay with a s+n back up device used in the same bone hole, there was no void left in the patient. No further complications were reported. Tunnel size was 6. The insertion site was cleared of all debris and the surgeon was ultimately satisfied with the surgical outcome.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution a complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the pla/ha blend injection moldable polymer, found that found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states based on a review of the information provided, a thorough medical investigation cannot be rendered, nor could the definitive root cause of the reported failure be determined. According to the report, the surgeon cleared the insertion site of all debris and completed the procedure with a s&n back-up device with a non-significant delay in the same bone hole. The impact to the patient beyond that which has already reported cannot be determined. Since there was no harm alleged to this patient and it was reported the surgeon was ultimately satisfied with the surgical outcome, no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the biorci implant got broken while deployment, implant was removed from the patient. The broken pieces were retrieved from the patient with a grasper arthroscopy instrument. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. The back up was used in the same bone hole, there was no void left in the patient. Tunnel size was 6. The insertion site was cleared of all debris and the surgeon was ultimately satisfied with the surgical outcome.